Manufacturer narrative:
The customer reported that the central nurse's station (cns) was boot looping, causing the main and secondary displays to move at a slower rate. When the secondary monitor was removed and unplugged from the primary display, the primary display was moving at the normal rate. The system kept resetting itself, due to an issue with the secondary monitor. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was boot looping, causing the main and secondary displays to move at a slower rate. The system kept resetting itself, due to an issue with the secondary monitor. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was boot looping, causing the main and secondary displays to move at a slower rate. When the secondary monitor was removed and unplugged from the primary display, the primary display was moving at the normal rate. The system kept resetting itself, due to an issue with the secondary monitor. There was no patient involvement, and the device was not connected to any other monitoring devices at the time. Investigation summary: the complaint device was sent in for evaluation and exchange. When the device was received, it was missing the ac adapter and the hdmi cable. The device was tested for over 48 hours, and the reported issue could not be duplicated during testing. As such, a root cause could not be determined. Nk will continue to monitor and trend. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) was boot looping, causing the main and secondary displays to move at a slower rate. The system kept resetting itself, due to an issue with the secondary monitor. No patient harm was reported.